Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a pt had vns generator and lead revision surgery due to a lead fracture. The explanted devices have been returned and are currently in product analysis. Attempts for further info are in progress.